Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for more than 48 hours until the patient realized the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for more than 48 hours until the patient realized the issue.

Manufacturer narrative:
Changed from a dash pod to a (assembly, sterile 10 pack pod, eros global packaging, model number changed to 19191).